Event description:
It was reported that the procedure was to treat a heavily calcified bifurcation of the left anterior descending (lad) and 1st diagonal branches. A 3.0 x 12 mm xience xpedition was in place inside an 8f guide catheter. An attempt was made to place a 2.5 x 8 mm xience prime stent delivery system on a second wire so a v stent procedure could be performed. During advancement through the valve, (rotating hemostatic valve, rhv), the xience prime stent implant interacted in the rhv and dislodged from the balloon. The rhv was removed from the guide catheter, and the stent implant was removed. There was a flared strut on the distal end of the stent implant. The procedure was completed by plain old balloon angioplasty (poba) of the 1st diagonal branch as well as deploying an additional 2.75 x 12 mm xience xpedition in the lad. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Add'l devices: guide wire: b, choice floppy; guide cath: 8f; rhv: merit angioplasty pack; sheath: 8f. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.